Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the seal would not load properly. A replacement unit was used to complete the procedure. There were no patient effects. The product was discarded.

Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).